Event description:
The customer stated they received blood glucose results of 212 and 134mg/dl. The customer went to the hosp based on the results. The hosp received a result of 110mg/dl and the customer's device read 147mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.